Manufacturer narrative:
(B)(4). P-cap reservoir locks properly into place. Blank display due to misaligned battery tube. Unable to perform displacement test, self test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: missing serial number label, pillowing keypad overlay, minor scratches on case, cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads.

Event description:
Information received by medtronic indicated that the retainer ring was not damaged. Customer stated battery cap was broken. No harm requiring medical intervention was reported. The device will be returned for analysis.